Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 6 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad had pump stoppages while connected to the power module on (B)(6) 2017. The vad coordinator was unsure if these appear to be short to shield events. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed submitted log file and confirmed the reported pump stoppages. These issues only appear to be occurring while the vad was connected to the power module. The submitted x-ray image showed the internal driveline appeared like it was becoming taut. The patient was provided an ungrounded power module patient cable for use while on power module support. No additional information was provided.